Manufacturer narrative:
A steris service technician arrived onsite to inspect amsco 2532 single chamber washer/disinfector and found an obstruction in the drain which prevented it from closing. This allowed the water to drain from the bottom chamber that contains the heater elements to the washer. As the heater element was not submerged in water it became overheated and resulted in the reported event. As designed, the unit alarmed due to the over temp situation. The technician found no damage to the unit beyond the drain valve and heater element. The technician replaced the drain valve and heater element, tested the unit, confirmed it to be operating according to specification, and returned it to service. The drain valve subject of the reported event was discarded by user facility personnel and is not available for evaluation. The amsco 2532 single chamber washer/disinfector subject of the reported event was manufactured in 2015 and was approximately 10 years old at the time of the event. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that during a cycle with their amsco 2532 single chamber washer/disinfector the unit alarmed "over temp" and employees observed a small flame near the chamber sump heater. The cycle was aborted by user facility personnel. The flame was contained within the unit and self-extinguished. No report of injury.

Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that during a cycle with their amsco 2532 single chamber washer/disinfector the unit alarmed "over temp" and an employee observed a small flame near the chamber sump heater. The cycle was aborted by user facility personnel. The flame was contained within the washer chamber and self-extinguished. No report of injury.

Manufacturer narrative:
A steris service technician was immediately dispatched to the user facility and arrived onsite the same day to inspect the washer. The technician found that the heater elements had overheated and a plastic piece was obstructing the sump drain valve from closing. Further examination by the technician revealed that the plastic piece appeared to have broken off from the drain valve itself; however, the technician could not visually confirm a break point on the drain valve to determine the exact source of the plastic piece. The drain valve is designed to close at the start of a cycle to keep the heater elements submerged in water within the sump, then open while draining. During the reported event, the drain valve did not properly close due to the obstruction, allowing water to drain from the sump. This resulted in insufficient water to cover the heater elements, causing them to overheat and resulting in the reported event. As designed, the washer alarmed, the sump overtemperature switch tripped to de-energize the heater elements, and the cycle aborted. The operator manual states the following to address this alarm (98): "condition sump heating without enough water: sump overtemperature switch is tripped...additional information 1. Contact steris." The amsco 2532 single-chamber washer/disinfector is designed with heat-resistant materials and is certified by intertek to international standard en/iec 61010-1, 3rd edition, safety requirements for electrical equipment for measurement, control, and laboratory use, part 1: general requirements, en/iec 61326-1, 2005, electrical equipment for measurement, control and laboratory use - emc requirements, part 1: general requirements, and en/iec 61010-2-040, 2005, safety requirements for electrical equipment for measurement, control, and laboratory use part 2-040: particular requirements for sterilizers and washer-disinfectors used to treat medical materials. The washer was installed in 2015 making it approximately 10 years old and had run approximately 16,784 cycles at the time of the event. It is expected that the washer runs an average of 1,000 cycles per year. To address the issue, the technician replaced the necessary components, tested the washer, and confirmed it to be operating according to specification. A two-year complaint review indicates this to be an isolated event. No additional issues have been reported.